Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Device evaluation: "analysis of the returned device identified: weight to the spec and opening on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior, wear abrasion and crease fold. Based on the device analysis the final assessment is: striated opening assessed as surgical damage." Additional, changed, and/or corrected data: a.6, d.4, d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side ¿capsular contracture, seroma and intracapsular rupture.¿ device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿capsular contracture, seroma and intracapsular rupture.¿ device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device was explanted.